Manufacturer narrative:
The manufacturing documents have been checked and found to be according to specification valid during the time of production. The root cause for the problem is most probably user related. In similar cases the breaking of the pin was related by mechanical overstress (simultaneous occurrence of bending and torsion). Corrective action: no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: USA. It was reported that the pin was left in the patient's spine. The pins were able to be removed from the patient. All med watch submissions related to this report are: 9610612-2017-00178.